Event description:
Customer alleged discrepant blood glucose results of 45 mg/dl, 74 mg/dl, and 78 mg/dl when testing was performed back-to -back within 2 mins on the advantage system. Customer reported having no symptoms and did not treat or act based on results. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.